Manufacturer narrative:
The complaint description states that it is not possible to fix the glenosphere´s thread into the metaglene. The glenosphere associated to the complaint was returned for analysis and shows a deterioration of the thread of the fixing screw. The metaglene was not returned as it was implanted with another glenosphere. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lot numbers combination. The translated surgery report has been reviewed. It is not possible to determine root of the complaint based on the information provided. The incident could have occurred during use, from an assembly not in the axis. From the analysis performed, the root cause of the incident could not be determined with certainty. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 25-nov-2016: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is not possible to fix the glenosphere's thread into the metaglene. Another glenosphere was used without any issue.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.